Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to customer accidentally deleted main personal profile. Customer reverted to a different profile that did not have appropriate basal rates. Customer declined further troubleshooting.